Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. It also had corroded motor home switch. It was unable to test for vibrate anomaly due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went swimming and did not remove the insulin pump. She stated that after the water exposure, the display went blank and it was vibrating without an alarm or alert. Customer's blood glucose value was 200 mg/dl. She confirmed that the battery cap and compartment did not have damage or corrosion and she had received a new battery cap. After troubleshooting with a new batter and battery cap, she stated that the display remained blank. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.